Event description:
During service of a flogard infusion pump by a baxter technician, a low battery alarm was identified. This was identified during service/testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing and a review of the alarm log were conducted. Visual inspection and battery testing identified a low battery alarm due to a defective battery. To address this issue, the battery was replaced. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.